Manufacturer narrative:
Philips service replaced the host pc and restored the device to service. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the device failed to power on, preventing access to the application interface on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.